Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood leaked from a blood transfusion set. This occurred during transfusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the device was contaminated with blood and unable to be evaluated. A retain sample was evaluated as well. The retain sample was visually inspected, gravity tested, and under water leak tested. No leaks were detected. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.